Manufacturer narrative:
The beckman coulter customer technical support (cts) sent a new rt12 rotor to the customer for replacement. The unit was not returned to beckman coulter for repair. (B)(4).

Event description:
The customer reported that the rt12 rotor broke and blood samples splashed inside the statspin vt-1 centrifuge. There was no injury or bio-hazardous exposure due to this event. The customer operated the centrifuge with the shield covered and the customer wore personal protective equipment to clean and to decontaminate the centrifuge.